Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation and high impedances. Device failure and fracture was suspected at both reverse splitters. The patient underwent an explant procedure and was doing well postoperatively.